Manufacturer narrative:
H.6. Results code 1 updated. H.6. Conclusions code 1 updated. H.6. Conclusions code 1: code 22 - according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
Reintervention was performed on (B)(6) 2020 to treat an event unrelated to the blood flow noted in patient's left common iliac artery aneurysm.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #rlt231412j/ serial #: (B)(4)/ UDI #: (B)(4) which is captured in manufacturer report #3007284313-2020-01050.

Event description:
On (B)(6) 2017 the patient underwent endovascular treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms using gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2020 follow-up CT imaging revealed blood flow into the patient's left common iliac artery aneurysm. During the reintervention, a distal type I endoleak was observed on the gore® excluder® internal iliac component located in the patient's left internal iliac artery. A gore® excluder® aaa contralateral leg component was implanted to obstruct the patient's left internal iliac artery, and the left internal iliac artery was ligated. The patient tolerated the procedure.